Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple temperature alarms when plugging the pump into a charger. Additionally, the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.